Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) overnight and throughout the day. Finger stick confirmed a highest blood glucose (bg) of 509 mg/dl (dexcom g7 reported ¿high¿). The user replaced the 23 in 6 mm inset; no bent cannula was found. Tubing was filled with insulin, drops were observed, and a new inset was connected. Replacement supplies were arranged. The user was informed it may take time for blood glucose (bg) to fall due to the prolonged high. Follow up by text message on (B)(6) 2025 indicated that the user's bg was corrected and was down to 356 mg/dl. The user's reported symptom was headache. No outside assistance or medical intervention was required.